Event description:
A customer reported experiencing cgm error 42 with their device. There was no adverse impact to the customer's blood glucose level. Technical support provided guidance for a complete pump reset, and after following the instructions, the cgm error code did not display again, allowing the customer to successfully start their sensor session.